Event description:
It was reported to technical services on 1/10/2012 that this lead will be explanted due to an infection. The procedure will take place at (B)(6) . No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).